Manufacturer narrative:
H4: device manufactured between december 8, 2020 to december 9, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed evidence of bladder rupture. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter phone no. (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder a ce intermate sv (small volume) burst. This event occurred during filling of an unspecified antibiotic solution. There was no patient involvement. No additional information is available.